Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at the keypad traces, also received with a severely scratched lcd window. . No button error alarms noted, no trace of moisture was noted at the electronic or motor assemblies per our visual inspection. No unexpected black circles or display anomalies noted. The insulin pump has cracked case at the display window corners and belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer was did not recall if the device had been exposed to moisture. Customer was asked to remove the battery from the insulin pump for 30 minutes and then reinsert the battery. Customer called back and stated that the button error alarm returned. Blood glucose value was 238 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.